Manufacturer narrative:
(B)(6). Results: a representative sample was received, and inspected. Returned sample did not show reported defect. DHR reviewed and no issues were identified. After evaluate the representative sample and no find issues of activation or exposed cannula we were not able to associate the reported defect to the mfg. Process. Conclusion: this reported defect can be related with an incorrect device activation by user. (B)(4).

Event description:
It was reported that the needle of the 22g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system, failed to retract. There was no report of injury or medical intervention.